Event description:
During surgery on (B)(6) 2018, a trx2.3-16 (lot #92820) screw was found to have blood on it. A tech discovered the screw had blood on it and immediately removed the screw from the sterile field. The patient was saved from any cross contamination. This is the first occurrence of this kind for this type of product.